Event description:
Alleged the bed is coming out of the brake position.

Manufacturer narrative:
Brake pedal would migrate out of the brake positon. The hill-rom field technician adjusted the casters to repair the bed.